Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Eua#: (B)(4).

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay 2 false positive results were obtained by the customer. A repeat test was performed using pcr. There was no report of patient impact. Eua#: (B)(4).